Event description:
The user facility reported an increase in pressure on the capiox fx15 device. Follow up communication from the user facility reported the following information: (1) six minutes after starting perfusion, the pressure in the oxygenator increased; (2) five minutes later the oxygenator was changed to fx25 device; (3) blood loss was reported approximately 200 ml; (4) surgery was completed successfully without complication; (5) patient left hospital; (6) it was reported no harm to patient; and (7) the patient is doing "fine".

Manufacturer narrative:
(B)(4) - although this patient was reported to be unaffected, the event description indicates that the oxygenator was changed out during use. Therefore, some blood loss was associated with this event. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly in the appearance. There was no thrombus formation in it. Visual inspection of the actual sample, after it having been rinsed and dried, did not find any anomalies such as a break. The actual sample was built into a circuit with tubes, where bovine blood was filled and then circulated at each flow rate to determine the pressure drop. The obtained values were verified to meet manufacturer specifications and demonstrated that the actual sample does not have any anomalies such as an obstruction in the oxygenator module. A review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed there were no production related problems or discrepancies in the inspection/test results. A search of the complaint file confirmed that the involved product/lot# combination has not been reported previously. The provided perfusion record was reviewed. No information from which the state at and around the initiation of the circulation could be read. There is no evidence that this event was related to a device defect or malfunction. The actual sample after having been rinsed and dried was confirmed to be the normal product. Although the exact cause cannot be determined, it is likely that the formation of thrombus could be a cause of a pressure rise due to an occlusion in the oxygenator module. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) "do not reduce heparin during circulation. Otherwise, blood clotting might occur." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).